Event description:
It was reported that in 2000, during a tunica vaginalis testis procedure occurred where the tape loosened from the needle. There were no pt consequence reported. No product or lot number was saved or recorded. The customer could not identify the exact procedure date. No other info could be obtained from the customer.